Event description:
It was reported by repair work order that the breakaway head section latches up, but releases on its own intermittently due to a bent release bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.